Manufacturer narrative:
Investigation into this event determined that the biased valp results occurred on the vitros 5,1 analyzer on a single proficiency fluid sample. However, based on quality control and pt samples processed before and after the proficiency sample, there is no indication that the vitros 5,1 and the valp reagent lot are not performing as expected. The root cause of the event is unk. Once the proficiency samples were retested on an alternate reagent lot, expected performance was obtained.

Event description:
A customer observed biased valp proficiency sample results while using a vitros 5,1 fs chemistry system. There was no report of biased pt samples. Biased results of the directions and magnitude observed may lead to inappropriate physician action should they occur on pt samples. There was no report of pt harm as a result of this event. (B)(4).